Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a procedure when it fell off the handpiece. It was confirmed that the tip and no fragments of the tip fell into the surgical site. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded